Event description:
It was reported that the patient had generator replacement on (B)(6) 2014. The explant hospital does not return explanted products per hospital policy. Therefore, analysis cannot be performed.

Event description:
It was reported that the patient was referred for prophylactic generator replacement surgery. Clinic notes dated (B)(6) 2014 reported that the patient¿s seizures have recently been increasing in frequency and severity. They had been fairly well controlled. Previously on (B)(6) 2014, the clinic notes reported that the patient¿s seizures were fairly well controlled with decreasing in frequency, severity and duration. Although surgery is likely, it has not occurred to date. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Operative notes were received from the date of replacement which report that the patient¿s vns was reading low battery. No other relevant information has been received to date.